Event description:
It was reported that an altitude alarm occurred with the pump, suspending insulin delivery for the customer. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported impact to the customer's blood glucose level. Technical support instructed the customer to clean the speaker holes and attempt to resume insulin delivery, but the issue persisted, leading to the decision to replace the pump. No information was provided about the customer's backup therapy for insulin delivery.